Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had called about going to get an MRI today and wasn't able to. The patient was seeing error code 0131310 when trying to get into MRI mode. In going over her eligibility she mentioned her device has been shutting off and she doesn't know it. She will start having urine retention. She will be hard as a rock and she will check her stimulator and it is off. Patient said she has also experienced shocking and jolting that started at the same time as the device shutting off. Patient said the manufacturer representative (rep) is aware of the issue. She found out last time she was in the office two to three weeks ago. The rep put her on program a, and it was okay for a week and then it started all over again. The rep told her there is a lead or device malfunction. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called back re-reporting information in this case. Patient reported they have been in pain and miserable since wednesday. They spent 45 minutes on the toilet and reported ins is shutting on/off and randomly shocking them. Reviewed role of patient services and rep and redirected patient to their hcp to discuss symptoms. Patient stated they have been working with their healthcare professional (hcp), but stated hcp needs rep to come to the appointment to complete programming. Provided patient with nas pelvic health number to provide hcp if needed. 2021-jan-11, patient said that they received message from the manufacturer representative to meet patient at hcp office on (B)(6) 2021 at 1:30 however when patient arrived the hcp office didn't have any information about the appointment and the rep didn't show up until after 2 pm. Patient said after the implant the rep wasn't there, provided a box to patient's daughter and said would call the patient. Patient said they didn't receive the call until 48 hours later. Patient said patient switched back to program a, said that the shocking isn't as bad however it is still doing it. Patient said that it is randomly shocking them even when in public and said it is embarrassing as patient screams/shouts when the shocking occurs. Patient said that the other programs were bad, like a knife in the vagina, couldn't even have a bowel movement or pee. Patient said that devices won't hold a charge and kept them plugged in. Patient said that they reached out to a different urologist. Patient said that the trial was great however said that the implant is causing more problems than helping and considering having the system removed. The error code issue has been resolved.

Event description:
Additional information was received from the patient. They reported that their system was removed "a long time ago." They called back thirteen days later stating they had an MRI that day. They explained they did not have their pelvic health device, as it was removed in (B)(6) of 2021. The reason for their call was that they wanted to know what they needed to do post-MRI. Information was reviewed. They also mentioned previously reported issues with their device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.